Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# v023165, implanted: (B)(6) 2007, product type: lead; product ID 3389s-40, lot# v023165, implanted: (B)(6) 2007, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer whose indication for use is movement disorders and parkinson's dual reported that in (B)(6) 2016 the electrodes had moved and were sticking out more. The patient was difficult to understand. No patient symptoms were reported and the patient was to follow up with their healthcare professional. Further follow up is being conducted to obtain information about troubleshooting performed, actions/interventions taken to resolve the issue and the cause. If additional information is received a supplemental report will be submitted.

Event description:
Additional information was received from a consumer reported the electrodes were sticking out more on the right side of the head/ear now than they used too. This had been occurring over the last couple of months, 2016. The patient was able to sync and the device was on and ok.